Event description:
During the endoscopy procedure, the irrigation tubing is continually being pulled into the motor while irrigating. While the procedure is being performed, the irrigation tubing is constantly needing to be fixed by pulling the tubing back about 6 to 8 inches in order for it to work properly.